Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons to be hit with much more force to get them to activate. The insulin pump had rejected new battery, sometimes batteries will last less than 7 days, failed battery tests before. Customer received random no delivery alarms 3-4 times and able to clear out the alarm without changing the site but sometimes entire site had to be changed, one time alarm returned even after changing site. No harm requiring medical intervention was reported. The insulin pump had to be rewound twice during reservoir change, rewind was slower than in the past. The device will not be returned for analysis.